Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to devices not turning on was evaluated. Two keypads were confirmed to have a faulty system on key and nonfunctioning ac indicator light were observed on 3 out of the 7 keypads received. Test results identified 2 (s/n (B)(6)) out of 7 keypads failed to power on. All soft keys were observed to be functioning as intended. Keypads for s/ns (B)(6) were observed to power on unexpectedly and have an illuminated red-light indicator after being connected to test fixture (eq111582). The red-light indicator is associated to trace contamination. No alarms were observed with this failure. All keys on the keypads were functioning as intended. Device inspection: external and internal inspection was performed on (qty 3 printec p/n tc10012515 and qty 4 printec p/n tc10013664). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (trace 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 25mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 02nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.